Event description:
It was reported that during follow-up, post-sensed t-wave over sensing was observed. Reprogramming was performed. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).